Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# 0210178269, implanted: (B)(6) 2016, product type: lead. Product ID: 3387-40, lot# 0210178268, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) loss of coordination. The patient reported to the neurologist that he had lost the use of both legs for a period of a number of hours. A factor that may have contributed to the event was the patient experienced a bleed around each brain lead post-op. The neurologist attributed to the very high doses of selective serotonin reuptake inhibitors (ssri) that the patient was on pre-op (high dose of ssri effects platelet function). Troubleshooting was performed. The neurologist asked the patient to check his deep brain stimulation (dbs) device during the time he wasn't able to walk, as the neurologist wondered if the patient had experienced loss of therapy. The implantable neurostimulator (ins) was "on" and "ok", so the neurologist didn't think that this was caused by the device malfunctioning. The action taken to resolve the issue was unknown. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.